Manufacturer narrative:
The investigation for the reported introducer damage has been completed. The introducer was returned for evaluation and was visually inspected. Crumpling of the sheath tip was observed while on the dilator. Data log review not applicable. If the needle stick in the 14fr introducer is very far out towards the edge of the 14fr valve, the user is most likely to run into the sharp edge of the inner geometry of the peel away hub when doing single access. Therefore, the root cause of the 7fr companion sheath tip damage was most likely user related since the needle stick was likely too lateral. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp placement, resistance was met when attempting to advance the companion sheath through the impella sheath valve. Imperfection was noted at the distal end of the sheath. This sheath was ultimately pulled off the table in favor of a new companion sheath that did pass successfully. There was no patient harm.